Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contraction baker grade iii" against left device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contraction baker grade iii" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to spec, white particles in the shell and crease flat. Bubbles and cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process."